Event description:
The customer reported failed system check and folate survey results involving the access 2 immunoassay system. Through routine troubleshooting, it was determined the fittings on the substrate bottle cap were loose and potentially introduced air in to the substrate delivery system. Beckman coulter customer technical support (cts) advised the customer to tighten the fittings on the substrate cap bottle and repeat system check. System check passed within specifications. Beckman coulter customer technical support (cts) also advised the customer to retest any survey samples since the event date. The customer reanalyzed survey samples from the event date and confirmed all results were reproducible in comparison to the original results. Actual patient results were not impacted as this was a survey material. The customer stated in an event an actual patient sample was questioned, the sample would be sent to a reference laboratory for analysis. Controls recovered within range prior to and after system troubleshooting. System also passed within specifications. The instrument was in normal operation.

Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through system troubleshooting. In conclusion, the loose substrate cap fitting is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue. (B)(4).